Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (558 mg/dl); cause was not known. Insulin injection was used to address bg. Customer changed the cartridge and infusion set to resolve the issue. As event occurred in past, tandem technical support was unable to troubleshoot to determine possible cause of elevated bg. Reportedly, customer discussed event with their healthcare provider and tandem clinical diabetes specialist.